Manufacturer narrative:
The investigation is not yet complete, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported there is no image on the monitor, black screen no negative impact in state of health reported.